Event description:
The physician reported that the handheld was having issues with freezing during interrogation. The physician indicated that the wand battery had just been changed and that the handheld was not plugged into the wall. The physician confirmed that the cables were securely connected and the wand battery light stayed illuminated for 25 seconds. A hard reset was performed ; however, the handheld was looping at the alignment screen. The handheld screen was cleaned and the hard reset was attempted; however, the handheld still looped at the alignment screen. A new programming tablet was provided to the physician and the handheld was returned for analysis. Analysis is underway, but has not been completed to date.